Event description:
Additional information was received: a follow-up CT was performed on approximately 9 weeks ago and there were no endoleak seen.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short and conical proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (short and conical proximal neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 77 mm in diameter, the neck is 14 degree angulated, 1 cm in length and measures 26, 32, 36, 38 and 40 mm from proximal to distal. There was mild thrombus in the proximal neck and moderate calcification. It was reported that access was not a problem and the case moved along without difficulty. The final angiogram showed a significant proximal endoleak on the post implant angiogram. The physician pulled the pigtail catheter into the graft and repeated with a reduced flow rate to ensure that contrast did not flush retrograde over the proximal graft to rule-out a type IV endoleak. This angiogram did not show evidence of a type IV. Also noted, the left side of the graft was approximately 6-8mm below the left renal while it appeared much closer to the right renal. The decision was made to wire and catheterize the right renal to ensure that the right renal was not covered, and as a precaution when placing a cuff. The cuff was placed higher on the left than the right with the aid of the aforementioned catheter and was tight to the distal aspect of the renal ostia. It was ballooned with a reliant balloon twice and as the balloon profiled inside the graft it suggested perfect placement as well as better than a 1cm neck, possibly up to 13mm of apposition. Post angiography showed both renals arteries widely patent and a persistent endoleak. The decision was made to leave as is, as there were no further endovascular options available at this time. The physician will monitor to see if this persists on a 30 day CT. No additional clinical sequelae were reported, and the patient is fine.